Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was ported that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the customer declined to repair the device, hence there was no on-site visit by our technician and no further troubleshooting was done. The solution to the issue is unknown and it is not possible to know which parts have been the cause of the reported issue. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of fields manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 04/20/2020. Corrected manufacture date: 04/15/2020. Previous usage of device: unknown. Corrected usage of device: reuse. H3 other text: 4117.

Event description:
Manufacturer's ref. #: (B)(4).